Manufacturer narrative:
Investigation evaluation: an evaluation of the seven (7) photos provided by the user confirmed the report of trigger cord entrapment. The photos provided showed suction of the varix and trigger cord entrapment resulting in deployment of more than one band on the varix. Our laboratory evaluation of the product said to be involved confirmed the report. A portion of the trigger cord was wound on the two-way handle and another portion with one (1) black band entangled in the legs was returned in the plastic tray. The loading catheter and irrigation adapter were also included in the return. The barrel and five (5) bands were not included in the return. The handle was returned in the two-way position. A complete functional test could not be performed due to the condition of the returned device. During our laboratory analysis, it was observed that the portions of the legs of the trigger cord were cut and detached. A portion measuring approximately nine (9) cm on one (1) leg which included four (4) beads and a portion measuring five (5) cm on the other leg which included two (2) beads had detached and were not included in the return of the device. One (1) black band was entangled in the legs of the trigger cord. The beads present were verified for correct location. All beads showed correct location except for bead number three (3) on one (1) leg of the trigger cord. The beads that were present were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured at 53.8 cm which was not within tolerance indicating that a portion of the trigger cord measuring approximately 86 cm was missing and had detached. It is unknown at what location the trigger cord was cut. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A laboratory meeting was conducted with members of relevant production teams to investigate placement of bead on the trigger cord. It was concluded that the beads were placed according to specification. The device goes through different inspections prior to leaving the facility. These inspections check the placement of beads on the trigger cord using a bead inspection plate, if the bead location is incorrect, this is considered nonconforming. During loading of bands on the barrel, a visual inspection is performed to check that the beads on each string are aligned with beads on opposite string. If beads are not aligned, this is considered nonconforming. Any nonconforming devices would have been removed prior to distribution. These inspections would have removed any nonconforming devices prior to distribution. Based on the condition of the returned device, it is likely that the bead moved due to the application of pressure; however, it is unknown how or at what point this occurred. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The additional information provided indicated that an olympus 290 endoscope was used. Mbl-6-f devices are recommended to be used with fujinon endoscopes because they have a longer trigger cord. Use of the device with an incompatible endoscope could have contributed to the reported observation. Trigger cord entrapment and difficulty in effectively deploying bands can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is currently being assessed and a follow up report will be sent. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that an incompatible endoscope was used, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product. Investigation evaluation: an evaluation of the seven (7) photos provided by the user confirmed the report of trigger cord entrapment. The photos provided showed suction of the varix and trigger cord entrapment resulting in deployment of more than one band on the varix. Our laboratory evaluation of the product said to be involved confirmed the report. A portion of the trigger cord was wound on the two-way handle and another portion with one (1) black band entangled in the legs was returned in the plastic tray. The loading catheter and irrigation adapter were also included in the return. The barrel and five (5) bands were not included in the return. The handle was returned in the two-way position. A complete functional test could not be performed due to the condition of the returned device. During our laboratory analysis, it was observed that the portions of the legs of the trigger cord were cut and detached. A portion measuring approximately nine (9) cm on one (1) leg which included four (4) beads and a portion measuring five (5) cm on the other leg which included two (2) beads had detached and were not included in the return of the device. One (1) black band was entangled in the legs of the trigger cord. The beads present were verified for correct location. All beads showed correct location except for bead number three (3) on one (1) leg of the trigger cord. The beads that were present were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured at 53.8 cm which was not within tolerance indicating that a portion of the trigger cord measuring approximately 86 cm was missing and had detached. It is unknown at what location the trigger cord was cut. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A laboratory meeting was conducted with members of relevant production teams to investigate placement of bead on the trigger cord. It was concluded that the beads were placed according to specification. The device goes through different inspections prior to leaving the facility. These inspections check the placement of beads on the trigger cord using a bead inspection plate, if the bead location is incorrect, this is considered nonconforming. During loading of bands on the barrel, a visual inspection is performed to check that the beads on each string are aligned with beads on opposite string. If beads are not aligned, this is considered nonconforming. Any nonconforming devices would have been removed prior to distribution. These inspections would have removed any nonconforming devices prior to distribution. Based on the condition of the returned device, it is likely that the bead moved due to the application of pressure; however, it is unknown how or at what point this occurred. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The additional information provided indicated that an olympus 290 endoscope was used. Mbl-6-f devices are recommended to be used with fujinon endoscopes because they have a longer trigger cord. Use of the device with an incompatible endoscope could have contributed to the reported observation. Trigger cord entrapment and difficulty in effectively deploying bands can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is currently being assessed and a follow up report will be sent. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that an incompatible endoscope was used, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The trigger cord [became] stuck between the first band and polypus [varix] after release of the first band [trigger cord entrapment]. The user cut the [trigger] cord with endoscopic scissors and retrieved from the patient.

Event description:
The following was initially reported to the FDA on 05/04/2018: "during an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The trigger cord [became] stuck between the first band and polypus [varix] after release of the first band [trigger cord entrapment]. The user cut the [trigger] cord with endoscopic scissors and retrieved from the patient." Additional information was received on 05/07/2018: no portion of the trigger cord was left in the patient. The trigger cord was removed from the patient but not returned with the device. The first band was released, but with the trigger cord stuck between the band and the polyp [varix]. The user cut the trigger cord with endoscopic scissors and removed the cord from the patient.

Manufacturer narrative:
Investigation evaluation: an evaluation of the seven (7) photos provided by the user confirmed the report of trigger cord entrapment. The photos provided showed suction of the varix and trigger cord entrapment resulting in deployment of more than one band on the varix. Our laboratory evaluation of the product said to be involved confirmed the report. A portion of the trigger cord was wound on the two-way handle and another portion with one (1) black band entangled in the legs was returned in the plastic tray. The loading catheter and irrigation adapter were also included in the return. The barrel and five (5) bands were not included in the return. The handle was returned in the two-way position. A complete functional test could not be performed due to the condition of the returned device. During our laboratory analysis, it was observed that the portions of the legs of the trigger cord were cut and detached. A portion measuring approximately nine (9) cm on one (1) leg which included four (4) beads and a portion measuring five (5) cm on the other leg which included two (2) beads had detached and were not included in the return of the device. One (1) black band was entangled in the legs of the trigger cord. The beads present were verified for correct location. All beads showed correct location except for bead number three (3) on one (1) leg of the trigger cord. The beads that were present were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured at 53.8 cm which was not within tolerance indicating that a portion of the trigger cord measuring approximately 86 cm was missing and had detached. It is unknown at what location the trigger cord was cut. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A laboratory meeting was conducted with members of relevant production teams to investigate placement of bead on the trigger cord. It was concluded that the beads were placed according to specification. The device goes through different inspections prior to leaving the facility. These inspections check the placement of beads on the trigger cord using a bead inspection plate, if the bead location is incorrect, this is considered nonconforming. During loading of bands on the barrel, a visual inspection is performed to check that the beads on each string are aligned with beads on opposite string. If beads are not aligned, this is considered nonconforming. Any nonconforming devices would have been removed prior to distribution.these inspections would have removed any nonconforming devices prior to distribution. Based on the condition of the returned device, it is likely that the bead moved due to the application of pressure; however, it is unknown how or at what point this occurred. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly device history record for the molded string was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the finished device lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The additional information provided indicated that an olympus gif-h290 scope was used which has an outer diameter of 8.9 mm. This ligator is compatible with endoscopes that have an outer diameter of 9.5 mm - 13 mm only. Therefore, the ligator was used with an incompatible endoscope. Use of the device with an incompatible endoscope could have contributed to the reported observation. Trigger cord entrapment and difficulty in effectively deploying bands can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that an incompatible endoscope was used, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product. Other text : investigation evaluation: an evaluation of the seven (7) photos provided by the user confirmed the report of trigger cord entrapment. The photos provided showed suction of the varix and trigger cord entrapment resulting in deployment of more than one band on the varix. Our laboratory evaluation of the product said to be involved confirmed the report. A portion of the trigger cord was wound on the two-way handle and another portion with one (1) black band entangled in the legs was returned in the plastic tray. The loading catheter and irrigation adapter were also included in the return. The barrel and five (5) bands were not included in the return. The handle was returned in the two-way position. A complete functional test could not be performed due to the condition of the returned device. During our laboratory analysis, it was observed that the portions of the legs of the trigger cord were cut and detached. A portion measuring approximately nine (9) cm on one (1) leg which included four (4) beads and a portion measuring five (5) cm on the other leg which included two (2) beads had detached and were not included in the return of the device. One (1) black band was entangled in the legs of the trigger cord. The beads present were verified for correct location. All beads showed correct location except for bead number three (3) on one (1) leg of the trigger cord. The beads that were present were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured at 53.8 cm which was not within tolerance indicating that a portion of the trigger cord measuring approximately 86 cm was missing and had detached. It is unknown at what location the trigger cord was cut. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A laboratory meeting was conducted with members of relevant production teams to investigate placement of bead on the trigger cord. It was concluded that the beads were placed according to specification. The device goes through different inspections prior to leaving the facility. These inspections check the placement of beads on the trigger cord using a bead inspection plate, if the bead location is incorrect, this is considered nonconforming. During loading of bands on the barrel, a visual inspection is performed to check that the beads on each string are aligned with beads on opposite string. If beads are not aligned, this is considered nonconforming. Any nonconforming devices would have been removed prior to distribution. These inspections would have removed any nonconforming devices prior to distribution. Based on the condition of the returned device, it is likely that the bead moved due to the application of pressure; however, it is unknown how or at what point this occurred. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly device history record for the molded string was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the finished device lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The additional information provided indicated that an olympus gif-h290 scope was used which has an outer diameter of 8.9 mm. This ligator is compatible with endoscopes that have an outer diameter of 9.5 mm - 13 mm only. Therefore, the ligator was used with an incompatible endoscope. Use of the device with an incompatible endoscope could have contributed to the reported observation. Trigger cord entrapment and difficulty in effectively deploying bands can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that an incompatible endoscope was used, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.